Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2015 (B)(6). (B)(4).

Event description:
It was reported that within a couple months of implant, the patient alert triggered, and the right ventricular (rv) lead exhibited a high number of sensing integrity counts (sic) and some non-physiologic episodes. An x-ray was taken, revealing that the rv lead was not fully seated within the device header. The pin was reinserted, and the device and lead remain in use. No patient complications have been reported as a result of this event.